Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Trailing haptic broke off while inserting lens into the eye. Lens was removed, incision not enlarged and one suture was used to close wound. Backup lens, same model and size was implanted.

Manufacturer narrative:
(B)(4): evaluation codes: (other): visual inspection of the returned product found the lens optic torn in half. One loop haptic and pieces of optic are torn off and missing. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging then lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).